Event description:
It was reported that the patient may undergo a revision surgery. X-rays show that a rod is broken. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were provided for review which found: ap and lateral views of lumbar co nstruct from l3 to iliac. Extensive lordotic contouring is noted. Interbody spacers are noted at l3 and l4 but not l5. The rod is broken below the l5 screw on one side, and the iliac screw has a large halo around it suggesting that it is loose and no longer has purchase. This would suggest a failure of fixation and fusion across the lumbosacral articulation.